Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed blood in the unit and needs to replace the safety disk, crm assembly, blood detect tubing, purge valve assembly, fill manifold assembly, bracket fill manifold, transducer block assembly, male luer, polyurethane tubing, reservoir assembly, barb hose fitting, cable clamp, and the insulator drive manifold. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a blood stop error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: d5, e3 a getinge field service engineer (fse) was dispatched to investigate the issue. To fix the issue, the fse located the affected parts due to the blood back and replaced them. The fse then adjusted the unit and verified that the unit was functioning correctly. The fse also confirmed the unit was returned to the customer in cleared for clinical use.

Event description:
N/a